Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 57 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc:for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available.based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 57 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded within the lumen is a metallic coil which is protruding out the end of the tube") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of heavy periods in 2009. On (B)(6) 2009, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6)2022. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: essure devices were placed into tubal ostia on both sides with 6 number of coils on left and 3 coils on right remaining in uterus. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnoses: a) left fallopian tube with essure coil, salpingectomy: benign fallopian tube with metallic coil. B) right fallopian tube with essure coil, salpingectomy: benign fallopian tube with metallic coil and benign paratubal cyst clinical information: pelvic and perineal pain specimen: a) left fallopian tube with essure coil b) right fallopian tube with essure coil gross description: ¿left fallopian tube with essure coil" is a 9.7 cm in length and 0.5 cm in diameter fimbriated fallopian tube. The serosal surface is tan/gray and focally nodular. Within the lumen of the fallopian tube is a metallic coil. ¿right fallopian tube with essure coil" is a 9.0 cm in length and 0.5 cm in diameter fimbriated fallopian tube. The serosal surface is tan/gray and smooth. Embedded within the lumen is a metallic coil which is protruding out the end of the tube [pregnancy test] on (B)(6) 2009: negative. 629295- invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-jul-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded within the lumen is a metallic coil which is protruding out the end of the tube") in a 57 year-old female patient who had essure inserted (lot no. 629295) for female sterilisation. The patient had a medical history of heavy periods in 2009. On (B)(6) 2009, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: essure devices were placed into tubal ostia on both sides with 6 number of coils on left and 3 coils on right remaining in uterus. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnoses: a) left fallopian tube with essure coil, salpingectomy: benign fallopian tube with metallic coil. B) right fallopian tube with essure coil, salpingectomy: benign fallopian tube with metallic coil and benign paratubal cyst clinical information: pelvic and perineal pain specimen: a) left fallopian tube with essure coil b) right fallopian tube with essure coil gross description: ¿left fallopian tube with essure coil" is a 9.7 cm in length and 0.5 cm in diameter fimbriated fallopian tube. The serosal surface is tan/gray and focally nodular. Within the lumen of the fallopian tube is a metallic coil. ¿right fallopian tube with essure coil" is a 9.0 cm in length and 0.5 cm in diameter fimbriated fallopian tube. The serosal surface is tan/gray and smooth. Embedded within the lumen is a metallic coil which is protruding out the end of the tube [pregnancy test] on (B)(6) 2009: negative quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Event medical device removal is replaced with event device embedded. Lot number added. Patient medical history & concomitant condition added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.